Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a diagnostic bronchoscopy with endobronchial ultrasound (ebus) using a single use aspiration needle, the needle broke off in the patient during aspiration of tissue. The intended procedure was completed with a different device. The broken needle fragment was retained in the patient's body. There was no injury to the patient as a result of this occurrence. The patient has since been discharged.

Manufacturer narrative:
This report is being updated to provide additional investigation findings. New information is reported in h6, and h10 olympus service branch center received eleven na-u401sx-4021 for evaluation, lot# verified (same lot number as suspect device). Noted the used needle and its broken fragment were not returned at this time. Visual inspection as received condition, all the devices are still in the sealed packaging. No damage or any abnormalities were found on the packaging. A sample of five needles were inspected under a microscope and found all the needles are straight, no signs of anomaly in needle tubes. The handle sections and the working lengths are intact and operational. During inspection, the pressure were applied on needles such as repeatedly injecting into a hard surface, but observed that the needles were only slightly bent but not broken off. The needles are strong to withstand the pressure. Based on the evaluation findings, the needles worked as designed. Due to the used device was not returned for evaluation; therefore, the reported complaint of needle broke was not duplicated. The remaining six unopened devices were shipped back to the legal manufacturer for analysis. Analysis as follows: unused six pieces of the device were returned for investigation. All the six devices were na-u401sx-4021, and the lot number was confirmed. No appearance abnormalities were detected in all the six devices. All the six devices could extend from the sheath without any problems. Diameter of all the six needle tubes presented no abnormalities. The needle tube was crushed at 30 mm -130 mm from the distal end of the needle tube. However, the diameter of the pressed needle tube area presented no abnormalities.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Conclusion: the definitive root cause of the reported event could not be determined. Based on the available information, the following are possible contributing factors: the needle tube buckled significantly due to bending force. It could have occurred due to the movement of the patient during the procedure. A load was applied to the bent needle tube in a direction to back to straight by pulling the needle slider. This caused the needle tube to bend severely and break.